Event description:
The customer stated a patient generated a falsely elevated result on the architect ca 19-9 xr assay. The patient generated an initial architect ca 19-9 xr result of 150.7 u/ml on (B)(6) 2012. The patient was tested again on (B)(6) 2012, and the result was 35.3 u/ml. The oncology sister looking after this patient questioned the variation in results. The original sample from (B)(6) 2012, was retested and yielded a result of 33.33 u/ml. The reported result of 150.7 u/ml was amended. The laboratory's reference range is 0 - 37 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
After further evaluation, the suspect medical device was determined to be the architect i1000sr analyzer, list # 1l86-01. The results of the evaluation will be documented under manufacturer report # 1628664-2012-00457.